Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument to perform failure analysis. The vessel sealer extend (vse) was analyzed and found to have a grip ring dislodged. The vse was placed on an in-house system. The instrument passed the recognition and engagement tests. The vse instrument moved intuitively with the full range of motion in all directions. However, the grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. The complaint was confirmed based on failure analysis. Additionally, the instrument was also found to have a grip ring screw loose. The grip ring screw was found not tightly screwed inside the housing. As a result of the grip ring screw being loose, the grip ring was dislodged.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the jaws of the vessel sealer extend (vse) instrument were locked shut and would not open. No fragment fell into the patient. The procedure was completed with no reported injury.